Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# igtcfs-65-1-jug-tulip g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 h6) patient code: 2692 - no known impact or concequence to patient device code: 2616 - malposition of device investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: on (B)(6) 2017, during the index procedure, a günther tulip® filter was placed. Primary reason for filter placement was a current pulmonary embolism (pe) with a contraindication to anticoagulation and a planned invasive surgery/procedure. The inferior vena cava (ivc) diameter at the intended filter location was 23.9 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a günther tulip® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter did not deploy prematurely or jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram noted an ivc diameter of 17.5 mm at the filter location. There was no evidence of filter deformation or migration. The angle of filter tilt was 4.1 degrees in the ap view. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after placement. The post-procedure x-ray performed on (B)(6) 2017 (day of procedure) revealed no evidence of filter fracture, embolization, or migration. Filter tilt was < 6 degrees. Analysis revealed no evidence of fracture, deformation, or embolization. The angle of filter tilt was 5.3 degrees in the ap view and 6.9 degrees in the lat view. On (B)(6) 2017 (31 days post-procedure), the pre-retrieval x-ray and retrieval procedure was performed because the filter was no longer clinically needed. The pre-retrieval x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was < 6 degrees. Analysis revealed no evidence of fracture, deformation, migration, or embolization. The angle of filter tilt was 13.4 degrees in the ap view and 13.6 degrees in the lat view. There were no filter legs appearing outside the column of contrast before filter retrieval. There was = 25 % thrombus present in the filter. The right internal jugular vein was used for filter retrieval. A cloversnare was used to retrieve the filter and the site reported minimal difficulty retrieving the filter. After successful filter retrieval, there was no extravasation of contrast. Analysis revealed no thrombus was present in the filter and filter legs did not appear outside the column of contrast before retrieval. The angle of filter tilt in the ap view was 21.5 degrees. No completion venogram was performed. Patient outcome: on (B)(6) 2017 (59 days post-procedure), the patient exited the study.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# pr215452. After investigation the event for this pr# is no longer reportable. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 summary of investigational findings: the filter was placed with no evidence of significant tilt or immediate perforation. Follow-up venogram at time of ivc filter retrieval, approximately 31 days after implantation and following resection of the large pelvic mass did demonstrate slight change in configuration of the ivc filter with interval increase in rightward tilt. In addition, there was a small amount of thrombus occupying less than 25% of the cone of the filter present. The complaint report describes a significant tilt of 21.5 °, which cannot be confirmed. The most significant tilt measured was approximately 10° when measured relative to the center line of the ivc in the region where filter was deployed, and determined to be insignificant by definition. In addition, the filter may exhibit some degree of change in configuration with relief of the mass effect from the large pelvic mass as well as potential manipulation of the ivc during the extensive surgery. Fortunately, the filter did not migrate or demonstrate any evidence of perforation, as has been described in the literature following ivc filter manipulation during surgery. The small amount of thrombus within the filter was likely an indication of the filter performing its job. As the compression of the iliac veins was relieved by resecting the mass, any thrombus that may have formed within this region attempted to migrate centrally and became lodged in the ivc filter which prevented additional pulmonary emboli. The filter was snared and, per the complaint report, was removed with minimal difficulty. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Description of event according to short form complaint filed: h3 other text : exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# pr215452. After investigation the event for this pr# is no longer reportable. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: the filter was placed with no evidence of significant tilt or immediate perforation. Follow-up venogram at time of ivc filter retrieval, approximately 31 days after implantation and following resection of the large pelvic mass did demonstrate slight change in configuration of the ivc filter with interval increase in rightward tilt. In addition, there was a small amount of thrombus occupying less than 25% of the cone of the filter present. The complaint report describes a significant tilt of 21.5 °, which cannot be confirmed. The most significant tilt measured was approximately 10° when measured relative to the center line of the ivc in the region where filter was deployed, and determined to be insignificant by definition. In addition, the filter may exhibit some degree of change in configuration with relief of the mass effect from the large pelvic mass as well as potential manipulation of the ivc during the extensive surgery. Fortunately, the filter did not migrate or demonstrate any evidence of perforation, as has been described in the literature following ivc filter manipulation during surgery. The small amount of thrombus within the filter was likely an indication of the filter performing its job. As the compression of the iliac veins was relieved by resecting the mass, any thrombus that may have formed within this region attempted to migrate centrally and became lodged in the ivc filter which prevented additional pulmonary emboli. The filter was snared and, per the complaint report, was removed with minimal difficulty. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Description of event according to short form complaint filed: